Event description:
A unit manager reported the unit was not delivering phaco power during a cataract with intraocular lens implant procedure; the phaco stopped in the middle of the case. The unit was exchanged and the procedure was completed without delay and with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).